Event description:
Complainant alleged that the clinicians were attempting to defibrillate an 86 year old male pt who had coded during surgery. The clinicians charged the device to 200 joules, but the device would not discharge. The clinicians then obtained a second device to defibrillate the pt. Please reference medwatch report number 1220908-1999-00798, which also failed to discharge a 200 joule shock. The clinicians then obtained a third device that successfully discharged the energy. The complainant indicated that the pt subsequently expired, but that the facility does not believe that the pt outcome was as a result of the reported malfunction.